Event description:
It was reported that approx. 25 months after the implant the pacing impedance increased reaching out of range values (> 3000 ohms). Pacing threshold rose as well. There was no change in sensing, shock impedance and no oversensing. The lead was capped and replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data included the last saved measurements with the pacing impedance of the (B)(6) 2018. The value was >3000 ohms as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.